Manufacturer narrative:
Based on additional information, this incident no longer meets the reporting criteria of an FDA MDR report. Based on additional information, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow-up report is being submitted to cancel the initial report ref # 3001845648-2015-00154 that was submitted relating to this event. Reference the 'additional information' section for this justification.

Manufacturer narrative:
Based on additional information, this incident no longer meets the reporting criteria of an FDA MDR report. Initial complaint information received is as follows: the top of the device fell of during the procedure. The incident initially met reporting criteria of an FDA MDR report based on part of the device falling off / breaking from the device most likely requiring medical intervention to remove a foreign body from the patient. Additional information was received on 31-aug-15. Based on the additional information it was confirmed that top of the device fell off during the procedure but it was still attached by the string and bands to the device. No intervention was required to removed any the part of the device from the patient. The consultant just pulled the whole device back out as the cap was still attached with the string. No adverse effects to the patient were reported as occurring. Based on the additional information, this incident no longer meets the reporting criteria of an FDA MDR report. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
(B)(4).

Manufacturer narrative:
This complaint report meets the reporting criteria of an FDA MDR report based on part of the device falling off / breaking from the device most likely requiring medical intervention to remove a foreign body from the patient. Limited patient/event information was provided by the customer. If additional information is received at a later date a follow-up report will be submitted.

Event description:
The top of the device fell of during the procedure. No further information has been provided to date.